Manufacturer narrative:
The actual device was returned for evaluation. The device was evaluated, and the reported condition was not confirmed. A functional assessment was performed and the device passed all the pretesting assessment and no failures were identified. Therefore, an assignable root cause was not determined. During evaluation, it was determined that the cable was frayed. It was determined that the issue was consistent with normal wear out from use. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during testing, it was observed that the motor device was overheating. The event was not related to surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.